Event description:
During an arthroscopic bankart repair the anchor fractured. When turning the handle for the last 360 the anchor fractured. The surgeon pre-drilled and was centralized in the site during insertion. The threaded portion of the anchor remains embedded in the patients bone. A backup device was on hand for use in the procedure. No patient injury or complications resulted.